Manufacturer narrative:
During a follow-up, the customer reported that the observed yellow substance observed in the pictures sent to tandem technical support was not corrosion and was no longer on the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had difficulties inserting the cartridges onto the pump. Tandem technical support reviewed the pump pictures the customer sent and observed possible corrosion on the pump. Blood glucose level was not impacted.